Event description:
Rptr has identified what appears to be an unusually high rate of device failure in the pip implants placed in pts. In addition it appears that pip is not honoring its warranty which the co promised for reimbursement of surgical costs encountered as a result of explantation and re-implantation of deflated devices. Rptr has tried to deal with the co by telephone in the past and over the last several mos have received no response. Rupture on insertion. New implant placed at time of surgery.